Event description:
Customer reported she has been hospitalized 4 times since the end of (B)(6) 2014. Customer attributes high blood glucose resulting in hospitalizations to the pump not delivering insulin properly. Customer was not capable of self-treatment before her hospitalizations; her husband drove her. She was hospitalized for 3 days the end of december and a few days the end of (B)(6) 2015. She was taken the hospital and treated and released on (B)(6) 2015; and she was taken to the hospital and treated and released on (B)(6) 2015. Customer advised that she was taken off of the pump on (B)(6) 2015 and has been giving herself injections since then. Pump is being requested for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.